Event description:
Customer admitted to hospital for high blood glucose. Customer hospitalized due to low blood glucose. Troubleshooting performed. Checked programming all programming appeared tobe correct. Customer will did not have clamp and we will continue to troubleshoot when clamp arrives.